Event description:
The customer reported that the device was overheating during testing at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event of the device heating up was not duplicated, as it was found to be seized during testing. Although disassembly findings were not provided, it is likely that due to the age of the device, and based on a review of similar complaints, the reported overheating and observed loss of function were both caused by internal corrosion.

Event description:
The customer reported that the device was overheating during testing at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.